Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within a few days of implant of an implantable cardiac monitor, the device recorded asystole episodes in which the patient was not symptomatic and the episodes appeared not to be true asystole. Performance data was collected from the device and the episodes looks as if they were due to the electrode losing contact with tissue. There have not been any further episodes and the device remains in use. No patient complications have been reported as a result of this event.